Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, nausea and fatigue outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, nausea and pelvic pain to be related to essure. The reporter commented: need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and intra-abdominal haematoma ("reproductive system disorder or condition type of disorder or condition:abdominal hematoma") in an adult female patient who had essure (batch no. 846836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section and placenta praevia. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) 2014 for contraception. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), intra-abdominal haematoma (seriousness criterion medically significant), abdominal pain lower ("cramping"), nausea ("nausea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and pelvic mass ("injury(ies) or complication (s) please describe: pelvic mass after hysterectomy"). The patient was treated with surgery (to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes), hysterectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, intra-abdominal haematoma, abdominal pain lower, nausea, fatigue, vaginal haemorrhage, dysmenorrhoea, urinary tract infection and pelvic mass outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, intra-abdominal haematoma, menorrhagia, nausea, pelvic mass, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and intra-abdominal haematoma ("reproductive system disorder or condition type of disorder or condition:abdominal hematoma") in a 37-year-old female patient who had essure (batch no: 846836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included c-section and placenta praevia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, asthma and rosacea. Concomitant products included intrauterine contraceptive device (iud nos) since november 2014 for contraception as well as medroxyprogesterone acetate (depo-provera). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient had essure inserted. In november 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and fungal infection ("yeast infection"). On (B)(6) 2012, the patient experienced intra-abdominal haematoma (seriousness criterion medically significant) and pelvic mass ("injury(ies) or complication (s) please describe: pelvic mass after hysterectomy"), 5 months 25 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/stomach pain"), nausea ("nausea"), fatigue ("fatigue"), headache ("headache") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (ablation and to remove the essure irnplant, salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the genital haemorrhage, menorrhagia, abdominal pain lower and vaginal haemorrhage had resolved and the intra-abdominal haematoma, nausea, fatigue, dysmenorrhoea, urinary tract infection, pelvic mass, fungal infection and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, headache, intra-abdominal haematoma, menorrhagia, nausea, pelvic mass, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2018: pfs received. Concomitant condition and medication added. Events abdominal pain, lower back pain, yeast infection, plaintiff did not underwent for essure confirmation test, headache and stomach pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 846836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section and placenta praevia. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) 2014 for contraception. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), nausea ("nausea"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), intra-abdominal haematoma ("reproductive system disorder or condition type of disorder or condition: abdominal hematoma") and pelvic mass ("injury(ies) or complication (s) please describe: pelvic mass after hysterectomy"). The patient was treated with surgery (to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes), hysterectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, nausea, fatigue, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, intra-abdominal haematoma and pelvic mass outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, intra-abdominal haematoma, menorrhagia, nausea, pelvic mass, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet was received: lot number added. Events added from pfs: abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), urinary tract infection, abdominal hematoma, dysmenorrhea, pelvic mass. Historical condition, reporter information were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.